Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma around the ipg site. The blood was drained and there have been no reports of further complications regarding this event. The patient is currently using the device to find effective pain relief.